Event description:
We had an invacare hospital bed model 5301ivc installed around (B)(6) 2021 for my father who had a stroke. On (B)(6) 2022 when getting out of bed he fell while holding the footboard and as his arm slid down the outside of the footboard, he was seriously injured by a mechanism that protrudes out from under the bed. This bed has a portion of the driveshaft mechanism that raises and lowers the bed protruding out past the edge of the footboard. The portion that protrudes out has a very sharp groove/opening and severely cut my father's arm as he slid down the outside of the footboard. The manufacturer informed us that they have no cover designed for this protrusion. My father was hospitalized for over two weeks recovering from his injury. FDA safety report ID # (B)(4).